Manufacturer narrative:
(B)(4). Batch n93h1l: the device was returned with the blade damaged with the tip off. The blade tip was not returned. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the clean jaws and remove from patient alert screens. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during a right middle/lower lobectomy procedure, the device was used successfully without incident during mobilization for about fifteen minutes. Then it started to error out with clean jaws, remove instrument from patient and reactivate instrument. The only way to clear the errors was to re-calibrate the instrument as if it were an non hdi device. This happened three times. The jaws appeared to be very clean. Until the instrument was replaced. Another like device was used to complete the case. There were no adverse consequences for the patient.